Manufacturer narrative:
(B)(4). Damaged handle. The analysis results showed that the device arrived with the handles opened and with two reloads present. The reloads were received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The cartridge was loaded into the device without difficulties and did not fall out during the visual and functional testing. While no conclusion could be reached as to how the handles became damaged, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments. (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a polypectomy procedure, the cartridge started to slip out of the device when fired. The cartridge was reseated in the device and when it was fired, malformed staples were noticed with some of the staples deploying sideways. The case was completed by using the clamp, cut, and tie method. There was no adverse consequence to the patient.